Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a power loss alarm on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They inserted a new battery. The alarm recurred. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to power connector not plugged in properly. Unable to verify power loss alarm due to blank display. Device was received with missing reservoir tube retainer, missing reservoir tube o - ring, scratched case, minor scratched lcd window and faded serial number label. Reservoir unable to lock into place due to missing reservoir retainer.